Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m158265 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m158265, test base part number 190-430 / lot: m158265. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m158265 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report numbers: 1221359-2021-02895 and 1221359-2021-02897.

Event description:
The customer reported three unconfirmed false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021 using two different lot numbers with an unknown samples. This MFR. Report addresses patient 2 of 3. The customer reported one unconfirmed false positive result with the ID now covid-19 assay on (B)(6) 2021. The customer reported that the patients first ID now covid-19 assay test result was invalid. The patient was retested with the ID now covid-19 assay using the same sample receiver and obtained a positive result. The customer reported that the patient's third ID now covid-19 assay test was negative at the hospital. The patient was in their twenties and experiencing fever. No additional patient information, including treatment and outcome, was provided.